Manufacturer narrative:
Alleged failure: cib troy n onsite shutting off during usepo# sjc0010425.. Delay: 5 minutes. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is wear and tear. Poor air flow may affect ventilation of the light source unit. This may result on intermittent loss of light. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It ws reported that there was loss of light (image) during a procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light (image) during a procedure.